Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("vitamin d deficiency"), arthralgia ("hip pain"), abdominal distension ("bloating nos") and post procedural swelling ("swollen from surgery"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, vitamin d deficiency and post procedural swelling outcome was unknown and the arthralgia and abdominal distension had resolved. The reporter considered abdominal distension, arthralgia, medical device removal, post procedural swelling and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("vitamin d deficiency"), arthralgia ("hip pain"), abdominal distension ("bloating nos") and post procedural swelling ("swollen from surgery"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, vitamin d deficiency and post procedural swelling outcome was unknown and the arthralgia and abdominal distension had resolved. The reporter considered abdominal distension, arthralgia, medical device removal, post procedural swelling and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event swollen from surgery, medical device removal, hip pain, bloating nos. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.